Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and inspected the hemoglobin system and found the hemoglobin blank voltage had been trending downward in the past few days. The fse removed the hemoglobin chamber for inspection and found that the chamber appeared cloudy /discolored. The hemoglobin chamber was replaced resolving the hemoglobin background issues. The system was then validated and results met published performance specifications.

Event description:
The customer reported hemoglobin background failures when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.